Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: abed, m., bechmann, e., fukui, m., & bapat, v. N. (2025). Giant thrombus on the face of watchman flx device. Annals of thoracic surgery short reports. Https://doi.org/10.1016/j.atssr.2025.05.014. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via literature article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban, but it was discontinued due to recurrent nosebleeds, and they continued on low-dose aspirin. The patient came in two (2) years post procedure, and an imaging procedure was performed. The transesophageal echocardiogram (tee) imaging showed that there was a device related thrombus present on the closure device. Computed tomographic imaging demonstrated a large mobile hypoattenuated cylindrical shaped mass visualized in the left atrium with attachment to the closure device in the left atrial appendage. The distal portion of the mass abuts the atrial aspect of the anterior leaflet of the mitral valve. The closure device was well seated with no evidence of peridevice leak. After multidisciplinary discussion, the patient underwent surgical removal of the left atrial thrombus and exclusion of the closure device using a bovine patch with smooth side facing the atrium and the rough side towards the closure device. The postoperative course was uneventful.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: abed, m., bechmann, e., fukui, m., & bapat, v. N. (2025). Giant thrombus on the face of watchman flx device. Annals of thoracic surgery short reports. Https://doi.org/10.1016/j.atssr.2025.05.014.

Event description:
Reported via literature article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban, but it was discontinued due to recurrent nosebleeds, and they continued on low-dose aspirin. The patient came in two (2) years post procedure, and an imaging procedure was performed. The transesophageal echocardiogram (tee) imaging showed that there was a device related thrombus present on the closure device. Computed tomographic imaging demonstrated a large mobile hypoattenuated cylindrical shaped mass visualized in the left atrium with attachment to the closure device in the left atrial appendage. The distal portion of the mass abuts the atrial aspect of the anterior leaflet of the mitral valve. The closure device was well seated with no evidence of peridevice leak. After multidisciplinary discussion, the patient underwent surgical removal of the left atrial thrombus and exclusion of the closure device using a bovine patch with smooth side facing the atrium and the rough side towards the closure device. The postoperative course was uneventful.